Event description:
The following information was provided: it was reported that the patient's left hip was revised due to instability. A ceramic head and adm/ mdm poly insert were revised to a 28+2 metal head with another adm/ mdm poly insert. Intra-operatively, the following occurred: wear of the trunnion was noted. Surgeon attempted to remove the 22 +10 proximal cone body, and while using a mallet on the implant extractor, broke it. Nothing remained in the patient. The bolt from the old cone body was removed, and a bolt from a new cone body was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.